Manufacturer narrative:
This report is being supplemented to make corrections to b5 "describe event or problem", h6 investigation findings and conclusions were removed and to provide additional information based on the legal manufacturer's final investigation. Corrected fields: b5, h6, h11 irrelevant verbiage was removed. Please see section b5 for update. In addition, the following reportable malfunctions were identified during the device evaluation: no image, image break-up and noise on the image was observed.

Event description:
It was reported the subject camera head device had a communication error, error code b30. There was no reported harm or injury.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject camera head device had a communication error, error code b30. There was no reported harm or injury. Date of awareness is a dummy date as there was no information available in the report. (B)(4). Reporter/customer fields have been updated as per local team response by complaint evaluator (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Error b30 occurred due to cable defect. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject camera head device had a communication error, error code b30. There was no reported harm or injury. Date of awareness is a dummy date as there was no information available in the report. Tds (B)(6) 27.02.2024. Reporter/customer fields have been updated as per local team response by complaint evaluator ((B)(6)) on 02/28/2024.